Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed this is a normal alert informing the user that the safety disk has reached 6 million cycles and is due to be replaced. It is not required that the unit be taken out of use because of this. Fse replaced the safety disk (d202-00-0140) and reset the counter and completed the extended leak test. The unit passed all tests performed and was returned to the user.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is alarming safety disk replacement. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.